Event description:
The customer's mother called in stating that the meter was losing memory. She had called in with the same problem before. Customer service had the caller access the memory. The average reading was 16.2mmol/l. Customer service assisted the caller in changing the meter back to mg/dl. The customer did not know how long the meter had been in mmol/ l. A check test was within range. The caller did not have control solution. Customer service was sending a new meter and will contact customer with results after the meter is evaluated.